Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 6 resolute integrity drug eluting stents were implanted. On the same day as the procedure, the patient suffered a myocardial infarction.

Manufacturer narrative:
Cec adjudicated the event as myocardial infarction. The known sizes of the resolute integrity stents implanted were 3.5x18mm, 3x38mm, 2.25x30mm, 3x38mm, 2.25x30mm. If information is provided in the future, a supplemental report will be issued.